Event description:
The family member called lifescan on behalf of the pt and alleged the one touch basic enhanced meter would not power on. The medical affairs specialist called the family member to verify the info. The reporter stated the pt was feeling dizzy and attempted to take their blood glucose the morning in april, and the meter would not power on. Pt sat down to eat breakfast (pt did not eat) and told a family member of the dizziness. The paramedics were called, and transported the pt to the hosp. The family member does not recall the reading by the paramedics or at the emergency room, however pt stated it was "low." Pt thinks the "70 mg/dl was at the hosp." Family member stated the pt was in the hosp for 1 week and was treated for control of their diabetes with glucose and insulin. The family member does not know what medications the pt takes, if pt took any that morning, or what the reading was the night before. The customer care rep performed troubleshooting and verified the meter would not power on. Based on the info provided by the reporter there is indication the product malfunctioned due to the power issue however no indication the product contributed to a serious injury. The symptoms preceded the attempted testing, time frame unknown from attempt to paramedic arrival, only reading reported was 70 mg/dl which is not within the bounds of serious injury, previous readings unknown. The event is reported as a product malfunction and the meter was replaced with return expected.